Manufacturer narrative:
The unit involved in the incident is not available for eval, however, a photo of the device has been returned for eval. Add'l info regarding this incident has been requested. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).

Event description:
On (B)(6) 2013, at 5:00pm, the nurse inserted the bd insyte IV catheter into the cerebral venous of a child. On (B)(6) 2013 at 8:30pm, the nurse reported that during the discontinuation of the bd insyte, she heard a noise. After catheter removal, it was observed that approx 1.6cm of the catheter tubing had remained in the pt. When the nurse removed the bd insyte, only approx 0.3cm of the catheter tubing was attached to the hub. The pt was taken for a CT procedure and the rest of the catheter was identified in the pt's body. On (B)(6) 2013, the pt underwent surgery for removal of the catheter piece.